Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected, by following the instructions for use (IFU) sections: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had something like mucus attached to the cleaning tank after setting up the device. The customer thought the device was clean, so the customer hung the device in the scope storage, but when the customer tried to use the device the next day, the customer found the same liquid substance stuck to the sheets inside the storage. The reprocessing process was performed again and then the device was used. The issue was found during reprocessing for a diagnostic endoscopic ultrasound fine needle aspiration procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer reported that precleaning was performed immediately after the procedure in accordance with the olympus reprocessing poster. The pre-cleaning solution used was endofresh/olympus and the concentration was checked daily. The device was leak tested before cleaning using an oer-3 free from defects made by olympus. The endoscope channels were brushed with a reusable brush (bw-20t,etc./olympus). The disinfectant used with the oer-3 was aceside/olympus (saraya). The concentration of the disinfectant solution in the oer-3 was checked daily. The reprocessing personnel at the customer facility were trained on how to properly reprocess endoscopes. After reprocessing the endoscope was stored in an endoscope storage. The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.